Event description:
It was reported by the patient that the "power port" to the remote monitor was broken so the power cord had to be held at an angle in order to get power to the monitor. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): device was returned and analysis found that the power-up issues were due to a loose/detached connector.